Event description:
It was reported that the pump screen went blank unexpectedly and the led was not blinking, requiring the pump to be plugged into a power source to turn back on. There was no reported adverse impact to the customer's blood glucose level. The customer resumed insulin delivery successfully, and technical support decided to replace the pump. Customer reverted to manual injections for insulin therapy.